Event description:
The following has been reported by customer: alarm error motor. A faulty engine speed sensor board was diagnosed in the device. The defective board was replaced. A functional test and calibration of the device were carried out. The device is in good working order. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Partial device history logs were reviewed and 3 errors 01 "rotation control error" were found which confirm the complaint issue. The reported device has not received to brezins. The replace spare part was sent, but despite all our precautions, the part was lost on our premises. According to the data history, the error 01 is confirmed. The quality control is compliant. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.